Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. The most probable root cause is surgical technique and the patient being at increased risk for bleeding complications as he was taking coumadin. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: first (superior): ifuse implant, p/n 7050-100, lot# 493582, mfd. 10/23/15, expires 2020-10, UDI (B)(4). Second (middle): ifuse implant, p/n 7040-100, lot# 493436, mfd. 07/30/15, expires 2020-07, UDI (B)(4). Third (inferior): ifuse implant, p/n 7045-100, lot# 493582, mfd. 10/13/15, expires 2020-10, UDI (B)(4).

Event description:
In (B)(6) 2016 the patient had a bilateral si joint arthrodesis where three implants were placed on each side. The patient developed a pseudoaneurysm or possible rupture of the superior gluteal artery on the right side during the procedure. The surgeon finished the procedure and transferred the patient to the angiography suite where a vascular coil was placed and he received a blood transfusion. This procedure was successful in stopping the bleeding. The patient was at increased risk for bleeding complications as he was taking coumadin before surgery. The patient was discharged after a two week hospital stay. The patient is doing well following the surgery with some buttock pain.